Manufacturer narrative:
Evaluation summary: no product was returned for closer evaluation and to determine a clear root cause. Reamers are subject to breaking during surgery if user applies eccentric loading to these flexible reamers, causing bending moment loads. Although it was reported that the reamer was used in a normal fashion during surgery when it broke at the head/shaft junction, there is no info available regarding how the reamer was during prior surgeries. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that during the standard reaming procedure the head of the reamer dislodged.